Event description:
The lens was inserted into the eye and was observed to have a piece missing from one of the haptics. The incision was enlarged to remove the lens. User facility states that no portions of the lens were left in the pt's eye.

Manufacturer narrative:
A4: patient weight not provided by user facility. D7: na - device is not an implant. D8: na - device is not an implant, therefore it cannot be explanted. F9: information unk because user facility was unable to provide lot number of the device. F10: patient code - (corrected) 2200 (other) incision enlargement, unlabeled. H3: evaluation results - returned product confirmed that a piece of the lens remained stuck in the insertion device. Evaluation of the returned lens showed that a corner of the haptic was torn away.